Event description:
It was reported that during implant the left ventricular lead could not be secured into the header of the device. The set screw appeared to advance too far and the pin of the lead would not fully insert into the header. The device was not implanted. The patient was asymptomatic throughout the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported inability to insert the left ventricular lead was not confirmed in the laboratory. Visual inspection of the device noted foreign material in the lv bore. Further testing showed the foreign material did not affect lead insertion. Test leads were inserted and all set screws were properly tightened. The cause of the reported field event could not be determined.